Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.

Event description:
Consumer reported upon removal of an unspecified number of tampons, the string separated from the pledget. She was able to remove the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.